Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25673. Related manufacturer reference number: 2017865-2021-25675. Related manufacturer reference number: 2017865-2021-25677. Related manufacturer reference number: 2017865-2021-25678. It was reported that the patient was presented in an in clinic follow up. The patient reported seeing a part of their implantable cardioverter defibrillator (ICD) through the skin. Device and visual evaluation showed that a portion of an unspecified lead body was protruding from the pocket. The patient was noted to be device dependent. The physician explanted and replaced the system due to pocket erosion and possible infection. However, due to the patient's chronic atrial fibrillation, no right atrial lead was implanted at this time. Blood culture testing and echo results revealed no active infection or lead vegetation. The patient was reported to be in stable condition.